Event description:
Original right total hip replacement - 12/14/92. 9/5/96: dr. Did revision of right total hip replacement with a trochanteric osteotomy and femoral head allograft. Trochanter reattached using the claw and cable system. 11/11/96: pt to dr's office for scheduled follow-up visit. Pt reports click in the hip. Office x-ray taken and confirms one of the two cables has broken and there is some superior migration. 12/16/96: pt to dr's office for follow-up visit. Pt with continued "significant limp with marked abductor weakness". 1/9/97: return to hosp. For surgery with dr. Operation performed "reattachment of right greater trochanter with trochanteric claw and cables." Apparently the cable appears to have broken at the cable/grip interface.